Manufacturer narrative:
Concomitant product: 5076-52 lead ,implanted: (B)(6) 2008.

Event description:
It was reported an infection occurred and the patient had vegetation in the heart. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.